Manufacturer narrative:
The service rep replaced the battery pack. The system operates as intended.

Event description:
The customer reported the 9800 system displayed a precharge failure error on the mainframe. This occurred when they booted up the system prior to a case. No patient was involved.